Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements up to greater than 125 ohms. An incomplete lead fracture was suspected. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.